Event description:
It was reported that the generator of a vns study patient had migrated. It was reported that the event had started on (B)(6) 2014 and that it resolved on (B)(6) 2015. The severity of the event was moderate. It was reported that the event was definitely related to implant, but not related to vns stimulation. The treatment was not changed but the pulse generator was replaced. The event was indicated as a serious adverse event. Further information indicated that the patient had pain at the generator site and that the device had moved a little. It was reported that no trauma or any patient manipulation had occurred that could be the cause of the reported event. The device was replaced with a smaller one. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
The previous submitted medwatch report (1644487-2015-05711) is a duplicate of the manufacturer report # 1644487-2015-04574.